Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to MFR report # 9610595-2025-39843 (6/10).

Event description:
The customer reported having used the bronchovideoscope on 10 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
B5 event description updated: there were no reports of any patient harm or infection.

Event description:
The customer reported having used the bronchovideoscope on 10 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. There were no reports of any patient harm or infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and complaint investigation. The device was returned to olympus for inspection. The device was tested negative by olympus, therefore the user request was not confirmed. - olympus hmi results br-1: negative probable cause of the event, and relation between the event and the device: based on the data provided, there could potentially be a correlation between the device status and cause of contamination. In general, device damages (e.g., cracks, scratches, deformities) could act as a potential source of microorganisms. The device inspection report showed significant damage of the distal tip cover, as well as reduced suction function due to the channel becoming deformed. Without complete cds information from the customer, we are unable to correlate any lapses in the reprocessing protocol with the validated IFU. The high cfu counts identified by the customer raise concerns about potential gaps in manual cleaning and residue removal. After reprocessing by olympus, the hmi showed no growth. In addition, the following reportable malfunctions were identified during the device evaluation: reduced suction function due to the channel becoming deformed the following is included in the IFU: - in the contents under warnings and cautions on page 5: ¿extract from operation manual¿ "after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." - in subchapter 1.2 importance of cleaning, disinfection, and sterilization on page 3: ¿extract from reprocessing manual¿ "the medical literature reports incidents of cross contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment." - in subchapter 1.4 precautions on page 6: ¿extract from reprocessing manual¿ "olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported from the customer.